Manufacturer narrative:
The event occurred 'on a not specified date recently'. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was defective. This event occurred during an unspecified drain phase when it was noted that there was no flow of solution with the transfer set. After the no flow situation was discovered, the white clamp had been opened and closed again, and broke while doing so. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted broken occluder feet. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing failed due to the broken occluder feet. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.